Manufacturer narrative:
(B)(4). Damaged closure trigger top. The analysis found that one ec60 device was returned with the closure trigger broken and with an ecr60d cartridge loaded on the device. The reload was received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the device was fired with gold reload. On colon tissue (no excessive thick tissue). After firing the device could not be opened. The stapler was only loaded ½ with tissue. At the distal end the tissue slipped out of the stapler after firing but the proximal end was still stuck in the stapler. They used a second device to cut out the stapler. So the procedure could be finished successfully without any negative consequences for the patient. No further information is available.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. An intra operative photograph was received. Based on observation, device locking on tissue / jaws would not open is typically related to the tissue being too thick for the cartridge and/or device to handle. If the manual release lever typically requires considerable force to start the knife returning and may take several strong pulls to accomplish this. If enough force is not applied the knife will not return and the device will not open. Based on the visual evidence provided it cannot determine why the device locked on tissue and would not open. Physical analysis of the device could provide more conclusive evidence.